Manufacturer narrative:
Initial visual inspection revealed that the device sideport septum was partially dislodged upon receipt. After re-seating the device sideport septum, normal usage was indicated on both the center and sideport septa with no internal fracture plane damage found. The device sideport was patent upon flushing and approx. 5 ml of cloudy, yellow fluid with amber colored particles was collected which tested positive for blood was found in the device capillary tube flowpath. After removing approx. One half of the device capillary tubing, patency was restored and the device flowed 189% of the original manufactured flowrate. Leak testing confirmed the device did not leak. No other defects or anomalies were found during analysis. As part of co's investigation of this event, a review of the device hisotry record and a trend analysis were performed. A review of the device history record was performed and did not identify any manufacturing variances in relation to this event. A trend analysis was also performed on similar incidents involving this catalog number and has not identified any trends. This analysis has confirmed the surgeon's complaint of "septum dislodgement". Overpressurization is suspected to be attributable to the septum dislodgement; however, the precise cause of the septum dislodgement cannot be conclusively determined bo co's analysis. No further info is available. The MFR is now closing the file on this event.

Event description:
On 8/5/96, while in the operating room with the pt, the surgeon contacted a MFR representative and stated that the device sideport septum is "dislodged from the device and lying in the sideport at a 90 degree angle." "Blood has been leaking from the device sideport". The device was implanted within the hepatic artery, on 7/9/96, for treatment of liver cancer. A methylene blue perfusion scan was performed which confirmed adequate perfusion to both lobes of the liver. The device was accessed satisfactorily on 7/12/96. The pt was discharged from the hosp on 7/17/96. On 7/19/96, the pt was seen by the physician without any difficulties noted. On 7/22/96, the pt was seen by the oncologist and seroma/hematoma was noted. The physician drained 400cc's of fluid from the device pocket site on 7/29/96. On 7/30/96, the oncologist was unable to access the device due to a large hematoma. On 8/2/96 the hematoma was still present. The pt was scheduled for insertion and drainage at another facility on 8/5/96. Upon opening the device pocket, the surgeon was able to visualize the sideport dislodgment. As a result, the device was explanted. A new device was ordered and surgery scheduled for 8/6/96 for implant of the replacement device. A MFR nurse contacted both physicians' offices on 8/5/96 and confirmed that the device had not been accessed in either of their offices.